Manufacturer narrative:
(B)(4). Visual inspection of the returned device revealed no significant signs of damage. However, the device exhibits some wear and tear, with its hex lobe slightly worn from its potential field age of over 2.5 years. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The returned device revealed no signs of damage and found to be adequately performing its intended function. It is not suspected that the product failed to meet specifications. No root cause analysis needed as no product failure detected as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver broken, unspecific damage.